Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2016 due to poly wear. During the procedure, the tibial bearing was removed and replaced. No further information has been provided.